Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook instrument (pch) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had physical damage with black plastic part of the tip broken. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the shaft was damaged. The instrument was inspected prior to use and it did not collide with any other instrument or tool during procedure. The incident did not involve a fragment falling inside patient anatomy with no patient injury. Photographic images of the device(s) was attached for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single site permanent cautery hook (pch) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have localized melting on the main tube near the distal end. The probable root cause of thermal damage is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.